Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer was powered on over 24 hours and did not power down. Analysis found the ECG (electrocardiogram) and rf (radio frequency) head connectors on the lem (link electronics module) printed circuit board assembly are loose. Analysis also found the right keyboard hinge is broken and the system fan is noisy. (B)(4).

Event description:
It was reported the programmer spontaneously powers off periodically. The programmer was returned for repair. No patient complications were reported as a result of this event.